Event description:
It was reported that the patient presented to the operating room for change out due to normal eri. Upon implant, the physician was unable to insert the atrial lead into the header of the device. The device was replaced and not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of being able to insert the atrial lead into the header of the device was not confirmed in the laboratory. The device was tested on the bench and test leads inserted and secured well into the header. The lead bore diameters were tested and were found to be within product specifications.